Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 confirming that bg level had since stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 88 mg/dl after having delivered a bolus of 16.5 units. The customer stated that the correct number of carbohydrates had been entered for food consumed. Bg level lowered to the 70s range (mg/dl) and was addressed by eating a large meal.